Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4625: additional surgery (pt-sutures : surgical intervention). Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during cataract surgery, while inserting a non-preloaded monofocal intraocular lens (iol), model ar40m, into the patient¿s right eye, one haptic was observed to be bent during insertion and patient contact occurred. The lens was removed intraoperatively, and the procedure was completed successfully using a back-up iol of the same model and diopter. No patient injury was initially reported. Additional information confirmed that no vitrectomy was required. The event was not attributed to use error. The affected iol was removed from the eye through the main incision using lens cutters and retinal forceps. During removal, a small hyphema originating from the temporal iris insertion site was observed. Residual viscoelastic material and blood were removed using an irrigation/aspiration device, and the eye was re-formed with balanced salt solution (bss). The bleeding was cleared and controlled. Stromal hydration was performed, and a 10-0 nylon suture was placed at the main wound. Miostat was injected into the anterior chamber. At the conclusion of the procedure, the wound and paracentesis were watertight, the intraocular lens was well-centered, and the pupil was round. On post-operative day one, the patient was reported to be doing well, with a visual acuity of 20/30 and an intraocular pressure of 12 mmhg. No additional information was provided.